Event description:
It was reported that during a laparoscopic anterior resection procedure, the seal cap assembly split. There was no access port or device being used when the cap assembly split. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.